Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (dosage, route, frequency, and duration not reported) and fortaz intraperitoneally (dosage, route, frequency, and duration not reported) for the peritonitis event. On an unreported date; peritoneal dialysis therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was transitioned to hemodialysis. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.